Event description:
It was reported that the patient with this left ventricular (lv) lead experienced a stimulation or pulsating sensation when lv pacing in certain postures. Additionally, patient had a stroke and it seemed to get worse. (Ts) discussed that the stroke appears to have influenced the current situation and suggested programming the lv lead to sub-threshold and setting the pacing chamber to right ventricular (rv) only. Ts added that the impedances remain stable and no lead anomaly reported. This lv lead was explanted and a new lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Lead was returned in two segments. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced a stimulation or pulsating sensation when lv pacing in certain postures. Additionally, patient had a stroke and it seemed to get worse. (Ts) discussed that the stroke appears to have influenced the current situation and suggested programming the lv lead to sub-threshold and setting the pacing chamber to right ventricular (rv) only. Ts added that the impedances remain stable and no lead anomaly reported. This lv lead was explanted and a new lead with a different model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.